Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker slot on the mainboard was damaged and the speaker did not make any sound. Based on the information available and the testing conducted, the cause of the reported problem was a damaged mainboard & defective speaker. The reported problem was confirmed. The mainboard & speaker were replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported a speaker malfunction error message, and the speaker is not making any sound. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.